Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a high blood glucose alert (hyperglycemia) or potentially an alert related to maximum basal rate delivery. Also, the customer reported the pump was giving a low blood glucose (hypoglycemia) alert, but in reality the blood glucose was normal, and received a lost the sensor signal. Customer reported the loss of communication between pump and transmitter. The customer's blood glucose was unknown at the time of the event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device. No product return is required for mmt-7040a, mmt-7841zn.